Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, an opening was observed in the hanging part of the bag. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml intravia empty container was leaking from a tear. The tear was reported to be at the notch where the bag would be hung. The device was filled by the customer using a baxter pump to a total fill volume of 466ml, and squeezed to check for leaks with no issues noted. The bag was then shipped by the customer to the end user, where the end user noticed that the bag was leaking. There was no patient involvement. No additional information is available.